Event description:
The aicd generator and leads were placed. The patient quickly developed signs of wound infection, and two weeks later, the device was explanted. We are currently awaiting results from the manufacturer regarding these devices.